Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient felt warmth at the ins site while using a two-way radio for work on a boat. The warmth subsided when not using the two-way radio. The caller stated the patient told this to her however she was not sure if that really happened as she was not there to verify. The caller stated the patient worked on a boat and had to use the two-way radio for communication. The caller said the patient wore it on his hip opposite the site of the implant. However, he spoke into it and the cord was on the opposite side. It was reported the symptom was sudden. The patient mentioned to the caller this happened twice. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating the patient placed the radio mic further away from the device and this resolved the issue of the warming at the ins site.